Manufacturer narrative:
H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be deployed inside microcatheter. As per event description non-stryker microcatheter was used. Only part of it was returned with stent deployed inside. The stent was found to be deformed and broken/fractured. The sdw (stent delivery wire) and stent introducer sheath were not returned. A functional inspection was unable to perform as the stent was found to be deployed inside the microcatheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter and stent partial deployment could not be replicated; however, the analysis results. The device did not meet specifications when received for complaint investigation based on visual inspection. The device was analyzed. The stent was found to be deployed inside the non-stryker catheter. The stent was found to be broken/fractured and deformed. The sdw and the stent introducer sheath were not returned. The event description indicated that the stent was being used in a stenosis case which is not recommended. The dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". As assignable cause of procedural factors will be assigned to the as reported codes 'stent difficult/unable to advance or pullback through catheter', 'stent partial deployment' and as analyzed codes 'stent deployed prematurely during use', 'stent deformed', 'stent broken/fractured during use' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during left mca (middle cerebral artery) stenosis case there was resistance while advancing the subject stent and after the operator placed the stent (subject device) to the location, the operator withdrew the microcatheter to deploy the stent (subject device), but after half of the stent (subject device) was deployed it got stuck and the rest could not be pushed out at tip of microcatheter. The operator placed a middle catheter and retracted the stent (subject device) and microcatheter back to middle catheter and took them out of patient's body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during left mca (middle cerebral artery) stenosis case there was resistance while advancing the subject stent and after the operator placed the stent (subject device) to the location, the operator withdrew the microcatheter to deploy the stent (subject device), but after half of the stent (subject device) was deployed it got stuck and the rest could not be pushed out at tip of microcatheter. The operator placed a middle catheter and retracted the stent (subject device) and microcatheter back to middle catheter and took them out of patient's body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.